Manufacturer narrative:
The investigation into the access site bleeding ¿ major issue has been completed since the original report was filed. The pump was returned, evaluated, and visually inspected. Data logs showed gradual increase in the purge pressure which was resolved by adding tpa. From the clinical information and the data logs, the root cause of the high purge pressure issue was gradual biomaterial buildup. The root cause of the access site bleeding cannot be determined. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Event description:
The user facility reported a 62-year-old female with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. It was reported that while on support, the patient developed a hematoma and some swelling around their access site. Coinciding with the presence of the hematoma, the patient reported numbness/tingling in their fingers in the affected extremity. The patient was given two units of blood, and a washout was performed to treat the hematoma. Following the intervention, neurological sensation returned to the extremity.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: "potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.